Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead had high thresholds and not able to capture. An x-ray revealed that this lead had dislodged. It was thought that perhaps this lead might not have been long enough for the patient's stature at initial implant. No adverse patient effects were reported.

Manufacturer narrative:
The complete lead was returned to our quality assurance laboratory. A thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix mechanism test failed due to dried blood. Once removed the helix functioned normally. Laboratory testing was unable to confirm the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.